Manufacturer narrative:
Exemption number e2011009. B. Braun medical inc. Is submitting a single report on behalf of b. Braun melsungen (the manufacturer), and b. Braun medical inc. (The importer). This report has been identified as b. Braun medical internal report number (B)(4). The device involved has been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: catalog #8713050u, s/n (B)(4), date of occurrence: (B)(6) 2016 evening. Event: overinfusion. Pt came from or, (original surgery was on (B)(6) 2016, went back to surgery on (b)6) 2016) to critical care unit with pump infusing propofol order for 40 mcg/kg/min. While patient in critical care unit, a new 100ml bottle/vial of propofol was hung. "Within minutes "of hanging a new vial (total volume 100ml) the pump started alarming with a message that it needed to power down. They then noticed patient's condition declined, "patient desated" (oxygen saturation level decreased), patient was suctioned. The nurse then noticed 75 ml of propofol infused within 10 min. She removed the pump, stopped the medication, and obtained another pump. She waited for the patient's oxygen saturation level to increase, then restarted the infusion. Patient identifiers: initial weight: (B)(6); gender: male.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical inc. Is submitting a single report on behalf of b. Braun melsungen (the manufacturer), and b. Braun medical inc. (The importer). This report has been identified as b. Braun medical internal report number (B)(4). The volumetric accuracy was tested three times at a rate of 900ml/hr and a volume to be infused of 82ml. The test results were within specifications. The pump's operational log was reviewed and there were no indication that the pump malfunctioned. Based on the results of the investigation, the pump operated as intended. If additional pertinent information becomes available, a follow up report will be submitted.